Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient had surgery. No further complications were reported or anticipated.